Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) other reports with the involved product code/lot# combination. The same user facility reported a similar event for other devices with the same product code. See mdrs 3013394970-2017-00186 & 3013394970-2017-00187 & 3013394970-2017-00188 & 3013394970-2017-00189. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal device failed to click in place. The following information was provided by the user facility: the device was not used on the patient, found pre-treatment. Another device was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. A 6fr angioseal device was returned for evaluation. Visual analysis that found blood like substance present on the device consistent with usage of the device. Only the arteriotomy locator and the hemostatic sheath were returned to analysis. Microscopic analysis of these returned components identified flash along the junction where the arteriotomy locator tubing meets the with arteriotomy locator hub. The flash was located on both sides of the hub junction. The hemostatic sheath was then examined for any anomalies and it was noted there was a small portion of flash located in the left inner cutout for the deployment sleeve. Functional testing was conducted: the two components were unmated and then the arteriotomy locator was reinserted into the hemostatic sheath. There was notable resistance to co axial tensile force attempting to remove the arteriotomy locator from the hemostatic sheath. The resistance experienced was typical however, as soon as any eccentric force was applied the arteriotomy locator slide out easily. Upon reinserting the locator a tactile and audible click were felt and heard respectively. The flash that was observed at the hub of the arteriotomy locator meet manufacturer specification. At this time no conclusion can be drawn as to the cause of the insertion difficulties that were experienced. With the resistance that was felt with the eccentric force, the complaint was confirmed. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.